Manufacturer narrative:
After further investigation, it was identified that this complaint event is not reportable to us. Hence sending follow up MDR. Please cancel mfg report number 2249723-2025-0005032 in your database.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a no gas in circuit. There was no patient involvement.